Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was confirmed that the image of the subject device was not displayed and error e216 which indicated there was the communication problem between the subject device and the video processor was displayed due to debris/foreign material/corrosion on the electric contact part of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the ccd unit failure or the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device became black at the preparation for use. There was no patient injury associated with this report.